Manufacturer narrative:
A further clinical review of the event details has been completed and identified a change in the MDR reportability. This event is reportable as a malfunction MDR, while failure to expand required procedural improvisation by the physician to obtain a new access to retrieve the filter and deploy another filter via the femoral which resulted in the prolongation of the procedure and no patient injury or adverse patient outcome. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode.visual/microscopic inspection: as the device was not returned, an inspection could not be performed.functional/performance evaluation: as the device was not returned, an evaluation could not be performed.medical records review: as medical records were not provided, a review could not be performed.image/photo review: no images or photos have been made available to the manufacturer.conclusion: the investigation is inconclusive for failure to expand. Per the reported event, tissue or thrombin-like material was found wrapped around two of the legs after it was retrieved. In addition, clot was noted to be present in the lower portion of the ivc. Therefore, it is possible that patient factors (clot) prevented the filter from completely expanding within the ivc.labeling review: the current IFU (instructions for use) states: warning: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. If large thrombus is demonstrated at the initial delivery site, do not attempt to deliver the filter through it as migration of the clot and/or filter may occur. Attempt filter delivery through an alternate site. A small thrombus may be bypassed by the guidewire and introducer sheath. Precautions: do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher at anytime during this procedure. Potential complications: failure of filter expansion/incomplete expansion.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a femoral vena cava filter deployment procedure, the filter legs allegedly failed to expand. A snare was reportedly used to capture and retrieve the filter and another vena cava filter was deployed successfully. There was no reported impact or consequence to the patient.